Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -18.00, implantable collamer lens tore/broke during injection/delivery into the patients right eye. The lens was removed within the same surgery. There was no patient injury. For cause of event the reporter stated " lens got stucked in the plunger and got torned." On 28 feb 2021 a replacement lens was implanted. " problem resolved" was reported.